Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 443 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Reportedly, due to the blood glucose (bg) level, the customer fell and bumped their head, however, did not require medical attention for the fall. Customer administered a correction bolus via the pump to address the bg.